Event description:
It was reported that the programmer has a noisy fan (loud). The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the system fan is noisy. Analysis also found the ECG (electrocardiogram) connector of a printed circuit board assembly is loose. (B)(4).